Event description:
It was reported that during surgery, the electrode became stuck and afterward it broke in the joint of the patient. It was further reported that the surgeon had attempted to retrieve the broken tip of the electrode serfas. It was further reported that whilst trying to retrieve the broken tip, it broke consequently into several pieces. Allegedly one piece stayed in the patient's joint and the patient was made aware about that after the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.